Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, asthma (new or worsening) and lung disease. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, asthma (new or worsening) and lung disease. At this time, no medical intervention has been reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed airflow, the blower had a whiny pitched noise, and a slight, indescribable odor was observed. The top enclosure screws were observed to be missing. An unknown contaminant was observed on the top enclosure, front panel, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, and blower. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the bottom enclosure. Black particles that were consistent with blower foam degradation was observed inside the inlet of the blower box, on the blower box cap, on the blower, blower wires, blower isolators, and blower box. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device are consistent with being from an external source. Box d: device avail. For eval and date returned has been updated. Box h: device eval. By mfg? (Rfb) has been updated. Box h6 has been updated.